Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. When comparing the planned screw versus where the screws were placed on post-op imaging, all of the implants were misplaced inferior and to the patient's left. All screws being misplaced in the same direction is symptomatic of a registration shift. Before beginning navigation, the software presented a warning stating "possible shift of the drb detected by surveillance marker. Trajectory motion disabled. Perform an anatomical landmark check and reset surveillance if applicable". The user then repaired the surveillance marker and proceeded with navigation. The user acknowledges that they will perform an anatomical landmark check on the operative levels to ensure navigational integrity. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
The case was an intraop (o-arm) l4-l5 tlif extension of existing l5-s1 tlif with removal of l5-s1 screws and rods. Intraop with creo 5.5 screws. First dr (B)(6) opened up the patient and removed the existing material, then placed drb and sm on psis. Sm was activated, scout shots were taken, apnea was initiated, snapshot and scan were taken. During scan transfer, anea was applied once more. Nothing was moved before the scan was auto registered. Drb shift was shown while translating the or table out of the o-arm lumen but disappeared once patient was fully backed out and sm turned green. Screw planning was done (pedicule screws). We noticed that two "trajectories" were highlighted in the 3d view. When moving the robot to the or table, the camera went dead. The camera could not see anything anymore (no drb, no ee, no instruments) and the arm movement was frozen. The arm could not be moved, neither by the buttons on the cp, neither by the footswitch or bracelet. I switched to cranial and back, which unlocked the camera and the arm movement. When drilling first screw deflection was noticed, but drilled trajectory was completely lateral of the planned one (verified with feeler). Surgeon decided to do anatomical landmark checks to ensure navigational integrity and everything seemed perfectly fine. Replanned the screws more to an mcs trajectory (also switched to mcs implant, verified instruments). Did all the drilling and screw placement and often the offset turned red with the high speed and then green with the drill and screwdriver. When taking a postop scan, all 4 screws were shifted to the left. Dr (B)(6) took everything out and replaced them free handed. I suspect a shift but have no idea what could have caused this as everything was really steady.